Manufacturer narrative:
(B) (4).

Event description:
It was reported that the concentration was accidentally programmed as the daily dose for the primary drug when adding a secondary drug. It was reviewed how to program this correctly. This resolved the issue. There was no adverse event for the patient because it was caught soon enough.